Event description:
This case was initially received via regulatory authority ansm ((B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("lower abdominal pains") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 month 25 days after insertion of essure, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), arthralgia ("joint pains"), myalgia ("muscular pains"), headache ("headaches"), weight increased ("weight gain"), micturition urgency ("constant urinary urgency"), loss of libido ("loss of libido"), fatigue ("severe fatigue"), insomnia ("insomnia"), gastrooesophageal reflux disease ("gastric reflux"), memory impairment ("memory disorders") and periarthritis ("capsulitis of shoulder"). The patient was treated with surgery (removal of essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, arthralgia, myalgia, headache, weight increased, micturition urgency, loss of libido, fatigue, insomnia, gastrooesophageal reflux disease, memory impairment and periarthritis outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, arthralgia, fatigue, gastrooesophageal reflux disease, headache, insomnia, loss of libido, memory impairment, micturition urgency, myalgia, periarthritis and weight increased with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: abdominal pain lower: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.